Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via the FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. The complainant indicated product issue with both freestyle libre 2 sensor and reader. This report covers the freestyle libre 2 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email from a FDA consumer complaint coordinator in the (B)(4) district which reported the following information: a consumer reported that "the scanner and reader device is defective, will send you a summary of my complaint tomorrow". At the time of receipt by adc, the FDA was awaiting additional information from consumer, and thus-far abbott diabetes care has not received further information from either the consumer or FDA. There was no report of adverse event or third-party intervention required due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.